Event description:
Initial report: this non-serious spontaneous case report was reported by a physician via a call center and forwarded by our local affiliate. This case involves an adult female patient who received poly-l-lactic acid (sculptra) in bilateral malar area for the first time in 2005. The reporter mentioned that in 2006, the patient presented with a "small ball" at the injection site. This was removed through facial lifting, but no tests were performed to verify what this "small ball" was, but the reporter stated that he thought it was a sebaceous cyst. The patient is currently presenting with nodules on her face, which are only palpable, accompanied with itching in the same area. As corrective treatment, the physician prescribed topical hydrocortisone acetate (therasona), with no improvement noted. A ptc (pharmaceutical technical complaint) was initiated. The reporter has refused to provide any further information; therefore no additional information is expected. Addendum for follow-up information received on 12-sep and 17-sep-09: ptc results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusions: no faults detectable. It was reiterated that the reporter refused to provide any further information; therefore no additional information is available.